Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck was reverse funnel-shaped with 45 degrees angulation. It was reported that during the removal of the delivery catheter for the talent bifurcated stent graft, the physician inadvertently pulled the main body down, resulting in a proximal type I endoleak. The physician elected to place a talent aortic cuff; however, there was still a slight unk endoleak present. No further intervention was performed, and the endoleak later resolved on its own. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): results - endoleak; angulated, reverse funnel-shaped aortic neck; pulled the stent graft down.